Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing and a bubbled dso (downstream occlusion) sensor seal. The customer stated problem was duplicated. There was high alarm displayed -air-in-line detected- during testing. Event history log was reviewed and the error was found multiple times. Defective air detector, inoperable, was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited false air in line alarm. No adverse effects were reported.